Event description:
It was reported that the patient death occurred. A rotablator rotalink plus 1.25mm burr and rotawire were selected for an atherectomy procedure in the proximal left anterior descending artery (lad). During the procedure, the coronary vessel perforated. The physician's opinion as to the cause of the perforation was that the patient's arteries were very weak and brittle. The patient went into cardiopulmonary arrest and was sent to the operating room for surgery. During surgery, the patient passed away.